Event description:
It was reported, chrome was peeling off the siderail spindles.

Manufacturer narrative:
The chrome peeling from the siderails is related to the manufacturing process of the siderails at the time of the manufacture. A new manufacturing process was implemented in october 2005 to correct the reported issue.